Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the healthcare provider that the patient had been wearing the pod on the arm between 37 and 48 hours. During pod wear, the patient was bumped and their blood glucose (bg) levels reportedly increased to 29.5 mmol/l (531 mg/dl), with concurrent blood ketone levels of 2.4 mmol/l. Bg measurements were not confirmed using a backup blood glucose meter. In response to the elevated bg levels, the patient self-administered a 4-unit insulin bolus. Despite this intervention, the patient subsequently developed abdominal pain and nausea, prompting the patient to seek medical attention at a local hospital emergency department on (B)(6)2026. The patient was diagnosed with hyperglycemia and ketosis and received treatment with intravenous insulin. As part of clinical management, the healthcare provider instructed the patient to remove the pod, and the pod was not worn during medical care. The patient was discharged on (B)(6)2026. No additional outcomes or complications were reported following discharge.